Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a concomitant medical products: item # unk, stem, lot # unk, item # unk, head, lot # unk, item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05842, 0001825034 - 2018 - 05843, 0001825034 - 2018 - 05844.

Event description:
It was reported that approximately 2 weeks post implantation, the patient presented for a wound check. Incision appeared to be open with discharge that had continued since surgery. Patient underwent treatment of superficial wound dehiscence with simple closure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: patient identifier has been corrected device was not evaluated by manufacturer as previously reported. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.